Manufacturer narrative:
Concomitant medical products: bt46 lead was implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. A magnet was placed which increased the patient's heart rate from thirty to eighty at times but it was not consistent. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.